Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences and that the sensor is not reading accurately. The customer indicated that the sensor glucose was 56 mg/dl and blood glucose was 130 mg/dl. Troubleshooting advised customer on proper insertion and site technique. Customer indicated that they will provide information about the sensor lot number at a later time.